Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 3. The patient's largest prescribed fill volume (lpfv) was 2500 ml and the drain volume was 4022 ml, which met iipv criteria. No patient injury or medical intervention was reported. During a follow up with the nurse, she was notified of the iipv found during evaluation of the hc cycler. The nurse was also informed of the probable cause identified. Per nurse, hp was seen in the clinic after this reported incident of iipv, and had no problems with therapy. Per nurse, hp did not have any symptoms either. Per nurse, hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). The increased intraperitoneal volume (iipv) was confirmed in the logs and not duplicated during the baxter?s product analysis laboratory (pal) evaluation. External & internal visual inspections revealed no problems. The cause of the iipv was determined to be insufficient drain due to false empty detect at initial drain and at previous therapy?s last drain. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during pal testing. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).